Manufacturer narrative:
The device was returned to zoll medical japan for evaluation. The customer's report was observed and attributed to a faulty multifunction cable (mfc). The mfc was replaced to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal. Complainant alleged that during subsequent testing, the device reboot/reset itself. Complainant indicated that there was no patient involvement in the reported malfunction.